Event description:
It was reported by a service report that the fowler of the bed was stuck at 45 degrees and would not go down. Manual CPR was not working. No adverse consequences were reported.

Manufacturer narrative:
Fowler was stuck at a 45 degree angle.